Manufacturer narrative:
According to the report: " admitted (B)(6) 1999 for intractable nausea/vomiting (thought to probably be gentamycin toxicity) and neurological changes; found to have probable embolic cva secondary to endocarditis per neurologist and brain CT and MRI." Additional information was requested from the study site, including the rationale on the determination of the patient's stroke etiology to be endocarditis. Multiple attempts were made to obtain associated neurology notes, but all attempts were unsuccessful. Allograft (B)(4) was not returned to cryolife so no direct observations could be made. All attributes identified during inspection were documented appropriately, none of which would cause rejection of the tissue per procedure. A review was performed of the available information. The study patient underwent aortic root replacement with annulus reduction at (B)(6) years of age (date of implant: (B)(6) 1999). Indication for aortic valve replacement was enterococcus species endocarditis with vegetation and abscess present at the inferior aspect of aorta with 1+ aortic insufficiency. The patient's operative note also reported a dilated aortic root annuloaortic ectasia. Pre-operative co-existing cardiac conditions included congestive heart failure and mitral valve insufficiency. Pre-operative risk factors included diabetes, hypertension, recent pneumonia, urethral strictures, gi [gastrointestinal] bleed, kidney stones, recent left arm repair ((B)(6) 1999), possible cognitive delays, left arm tremors/shakers, and history of multiple prior infections requiring IV antibiotics. The patient was discharged on post-operative day 6 ((B)(6) 1999) with home healthcare for IV antibiotics. On (B)(6) 1999, approximately 30-days post-avr, the patient was readmitted with "intractable nausea/vomiting and neurological changes," initially thought to be gentamycin toxicity. The patient was diagnosed with a probable embolic cva secondary to endocarditis per neurologist and brain CT and MRI. Per information included on study crfs, "dictated and handwritten neurology notes do not ever say that cva was related to emboli; says probable two strokes; one old and one subacute." Of note, the "old stroke" was not documented in the patient's pre-operative medical history. The patient was discharged 6 days later, on (B)(6) 1999, and no additional neurological or valve-related complications have been reported. A follow-up echo performed approximately 9 years post-implant ((B)(6) 2008) noted the homograft to be implanted with normal hemodynamic function. Last available patient records from (B)(6) 2015 (nearly 16 years post-operative) reported the patient to be alive with the original homograft implanted. Neurological complications have been reported in up to 40% of patients with infective endocarditis (garcia-cabrera 2013). Cva due to endocarditis had been reported in the literature, with acute ischemic stroke occurring in 10%-22% of patients with infective endocarditis (morris 2014, thuny 2007, garcia-cabrera 2013, eishi 1995, hart 1990). Embolism is the most commonly reported cause of ischemic stroke in patients with infective endocarditis (morris 2014, garcia-cabrera 2013). In summary the reported event was likely a delayed clinical presentation of an embolic stroke related to pre-existing endocarditis. There is no evidence to suggest the homograft was related to the reported event.

Event description:
According to the report: "admitted (B)(6) 1999 for intractable nausea/vomiting (thought to probably be gentamycin toxicity) and neurological changes; found to have probable embolic cva secondary to endocarditis per neurologist and brain CT and MRI."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report: "admitted (B)(6) 1999 for intractable nausea/vomiting (thought to probably be gentamycin toxicity) and neurological changes; found to have probable embolic cva secondary to endocarditis per neurologist and brain CT & MRI."